Manufacturer narrative:
H4: the lot was manufactured from january 4, 2021 - january 5, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. The cap thread was exposed which indicated the cap was not properly closed. Functional testing was performed by filling the device with green colored water. After fill, the blue winged cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. Per the reporter, the blue winged cap was securely fastened. This issue was discovered prior to patient use. The device was filled with 5-fluoruracil and 84ml of normal saline. There was no patient involvement. No additional information is available.